Event description:
It was reported that a clearlink continu-flo solution set was leaking from an unused ¿hub site¿. While prepping oxaliplatin to be hooked up concurrently with leucovorin, it was observed that the leucovorin was leaking out the unused hub site and dripping onto the floor. The patient was not connected for therapy at the time of this event. To resolve this issue, the set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.